Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: nature and circumstances of aro. Location of aro: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
Patient identifier not available from the site. Patient age not available from the site. Patient weight not available from the site. On (B)(6) 2017 a medtronic representative went to site to test the equipment. Representative replaced washers in the tanks and a starter pcb. After replacing the parts a system checkout was performed. The issue could not be replicated and system passed all tests. System is functioning normally. The suspect washer has been not received by manufacturer for evaluation. The suspect starter pcb has been received by manufacturer and is under evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure a 20 cm scan was taken successfully with the imaging system but when the site switched to 40 cm the scan terminated early. Scanning again with the use of foot switch also resulted in early termination. Rebooting the system resolved the issue and the site was able to take 20 and 40 cm scans. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
The suspect generator starter was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.